Event description:
It was reported that during the procedure the physician could not get the left ventricular lead in the proper location. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned and analysis revealed no anomalies. Blood/body fluid was present on all conductors (not obstructed).